Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device for the radio frequency controller as identification numbers were not provided by the complainant. If add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A pt who reportedly had a novasure endometrial ablation 5 yrs ago (exact date unk) recently (date unk) reported to the physician's office with "fallopian tubes that were filled with blood. The blood was spilling over from the top of the uterus". The physician believes "this was due to uterine scarring as a result of the novasure ablation". A hysterectomy was done. We have been unable to obtain add'l info surrounding this event.